Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information from a pacemaker warranty validation and lead registration form that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead was not implanted due to a non-specified product performance issue (ppi). Boston scientific received information that this patient's medical history was significant for heart transplant and valve repair. Due to tortuous anatomy, a long introducer was required. The helix could not be deployed as a result of the tortuous anatomy. When the lead was removed out of the body, the physician confirmed that helix deployment was successful. From the physician's perspective, the inability to deploy this lead in the right atrium (ra) successfully was due to the patient's anatomy.